Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation (during hysteroscopic tubal sterilization using essure)/ uterine perforation requiring abandonment of the procedure"), fallopian tube perforation ("perforation fallopian tube"), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4, vaginal delivery, urinary tract infection, depression, hepatitis (type (c)) and hypertension. Concurrent conditions included body mass index normal, heavy smoker, nausea, decreased appetite, cough, tenderness epigastric, hematuria and adenomyosis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight decreased ("weight loss") and mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), complication of device insertion ("uterine perforation (during hysteroscopic tubal sterilization using essure)/ uterine perforation requiring abandonment of the procedure") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (total hysterectomy), surgery (total hysterectomy) and surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, complication of device insertion, vaginal infection, urinary tract infection, hormone level abnormal, cystitis, female sexual dysfunction, migraine, headache, nausea, weight decreased and mood swings outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The pregnancy outcome was not reported. The reporter provided no causality assessment for complication of device insertion and uterine perforation with essure. The reporter considered cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: (B)(6) 2009: procedure: hysteroscopic tubal sterilization using essure, abandoned secondary to uterine perforation. Complication: uterine perforation requiring abandonment of the procedure. (B)(6) 2017 (from medical records). Total vaginal hysterectomy: operative findings: enlarged uterus, consistent with adenomyosis, tubes intact, with essure coils within should pathology find them. Surgical pathology report: diagnosis: right and left fallopian tubes with congestion. Fallopian tubes containing essure sterilization coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical record: uterine perforation. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received: events added hormonal changes describe: mood swings, pregnancy (with complications). Device ineffective, abnormal bleeding (general) and infection (urinary tract/ vaginal). Onset date and outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation (during hysteroscopic tubal sterilization using essure)/ uterine perforation requiring abandonment of the procedure'), fallopian tube perforation ('perforation fallopian tube') and pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4, vaginal delivery, urinary tract infection, depression, hepatitis (type (c)) and hypertension. Concurrent conditions included body mass index normal, heavy smoker, nausea, decreased appetite, cough, tenderness epigastric, hematuria and adenomyosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, medroxyprogesterone acetate (depo provera) and promethazine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), anxiety ("mental anguish") and rash ("rashes") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infection (vaginal)/recurrent vaginal infection") and cystitis ("infection (bladder)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), complication of device insertion ("uterine perforation (during hysteroscopic tubal sterilization using essure)/ uterine perforation requiring abandonment of the procedure") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, complication of device insertion, hormone level abnormal, female sexual dysfunction, migraine, headache, nausea, weight decreased, mood swings, depression, anxiety and rash outcome was unknown, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, urinary tract infection and cystitis had resolved and the dysmenorrhoea was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for complication of device insertion and uterine perforation with essure. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: (B)(6) 2009: procedure: hysteroscopic tubal sterilization using essure, abandoned secondary to uterine perforation complication: uterine perforation requiring abandonment of the procedure. (B)(6) 2017 (from medical records). Total vaginal hysterectomy: operative findings: enlarged uterus, consistent with adenomyosis, tubes intact, with essure coils within should pathology find them. Surgical pathology report: diagnosis: right and left fallopian tubes with congestion. Fallopian tubes containing essure sterilization coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical record: uterine perforation. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-outcome of pelvic pain, genital bleeding, vaginal yeast infection, uti, cystitis updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation (during hysteroscopic tubal sterilization using essure)/ uterine perforation requiring abandonment of the procedure'), fallopian tube perforation ('perforation fallopian tube') and pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4, vaginal delivery, urinary tract infection, depression, hepatitis (type (c)) and hypertension. Concurrent conditions included body mass index normal, heavy smoker, nausea, decreased appetite, cough, tenderness epigastric, hematuria and adenomyosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, medroxyprogesterone acetate (depo provera) and promethazine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), anxiety ("mental anguish") and rash ("rashes") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infection (vaginal)/recurrent vaginal infection") and cystitis ("infection (bladder)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), complication of device insertion ("uterine perforation (during hysteroscopic tubal sterilization using essure)/ uterine perforation requiring abandonment of the procedure") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, complication of device insertion, hormone level abnormal, female sexual dysfunction, migraine, headache, nausea, weight decreased, mood swings, depression, anxiety and rash outcome was unknown, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, urinary tract infection and cystitis had resolved and the dysmenorrhoea was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for complication of device insertion and uterine perforation with essure. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: (B)(6) 2009: procedure: hysteroscopic tubal sterilization using essure, abandoned secondary to uterine perforation complication: uterine perforation requiring abandonment of the procedure. (B)(6) 2017 (from medical records). Total vaginal hysterectomy: operative findings: enlarged uterus, consistent with adenomyosis, tubes intact, with essure coils within should pathology find them. Surgical pathology report: diagnosis: right and left fallopian tubes with congestion. Fallopian tubes containing essure sterilization coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical record: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation fallopian tube") and uterine perforation ("uterine perforation (during hysteroscopic tubal sterilization using essure)/ uterine perforation requiring abandonment of the procedure") in a (B)(6)year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4, vaginal delivery, urinary tract infection, depression, hepatitis (type (c)) and hypertension. Concurrent conditions included body mass index normal, smoker, nausea, decreased appetite, cough, epigastric discomfort, hematuria and adenomyosis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009 the patient experienced uterine perforation (seriousness criterion medically significant) and complication of device insertion ("uterine perforation (during hysteroscopic tubal sterilization using essure)/ uterine perforation requiring abandonment of the procedure"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight decreased and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and uterine perforation with essure. The reporter considered cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: (B)(6) 2009: procedure: hysteroscopic tubal sterilization using essure, abandoned secondary to uterine perforation complication: uterine perforation requiring abandonment of the procedure. (B)(6) 2017 (from medical records). Total vaginal hysterectomy: operative findings: enlarged uterus, consistent with adenomyosis, tubes intact, with essure coils within should pathology find them. Surgical pathology report: diagnosis: right and left fallopian tubes with congestion. Fallopian tubes containing essure sterilization coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical record: uterine perforation . Most recent follow-up information incorporated above includes: on 27-feb-2018: fu from pfs+mr: new events: hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fallopian tube perforation,uterine perforation, weight decreased were added. Reporter, patient demographic information, all other relevant history updated. Product stop date added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation (during hysteroscopic tubal sterilization using essure)/ uterine perforation requiring abandonment of the procedure'), fallopian tube perforation ('perforation fallopian tube') and pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4, vaginal delivery, urinary tract infection, depression, hepatitis (type (c)) and hypertension. Concurrent conditions included body mass index normal, heavy smoker, nausea, decreased appetite, cough, tenderness epigastric, hematuria and adenomyosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, medroxyprogesterone acetate (depo provera) and promethazine. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), anxiety ("mental anguish") and rash ("rashes") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infection (vaginal)/recurrent vaginal infection ") and cystitis ("infection (bladder)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), complication of device insertion ("uterine perforation (during hysteroscopic tubal sterilization using essure)/ uterine perforation requiring abandonment of the procedure") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). The patient was treated with surgery (total hysterectomy and total hysterectomy on 13-01-2017). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, complication of device insertion, vulvovaginal mycotic infection, urinary tract infection, hormone level abnormal, cystitis, female sexual dysfunction, migraine, headache, nausea, weight decreased, mood swings, depression, anxiety and rash outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for complication of device insertion and uterine perforation with essure. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: (B)(6)2009: procedure: hysteroscopic tubal sterilization using essure, abandoned secondary to uterine perforation complication: uterine perforation requiring abandonment of the procedure. 13/01/2017 (from medical records). Total vaginal hysterectomy: operative findings: enlarged uterus, consistent with adenomyosis, tubes intact, with essure coils within should pathology find them. Surgical pathology report: diagnosis: right and left fallopian tubes with congestion. Fallopian tubes containing essure sterilization coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical record: uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media report received. Reporter added. Event verbatim was updated as infection (vaginal)/recurrent vaginal infection and pt was updated as vulvovaginal mycotic infection. On (B)(6)2020: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation (during hysteroscopic tubal sterilization using essure)/ uterine perforation requiring abandonment of the procedure"), fallopian tube perforation ("perforation fallopian tube"), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4, vaginal delivery, urinary tract infection, depression, hepatitis (type (c)) and hypertension. Concurrent conditions included body mass index normal, heavy smoker, nausea, decreased appetite, cough, tenderness epigastric, hematuria and adenomyosis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (urinary tract)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight decreased ("weight loss"), mood swings ("hormonal changes describe: mood swings"), depression ("depression"), anxiety ("mental anguish") and rash ("rashes"). In 2011, the patient experienced fallopian tube perforation (seriousness criterion medically significant), vaginal infection ("infection (vaginal)"), hormone level abnormal ("hormonal changes") and cystitis ("infection (bladder)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), complication of device insertion ("uterine perforation (during hysteroscopic tubal sterilization using essure)/ uterine perforation requiring abandonment of the procedure") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, complication of device insertion, vaginal infection, urinary tract infection, hormone level abnormal, cystitis, female sexual dysfunction, migraine, headache, nausea, weight decreased, mood swings, depression, anxiety and rash outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The pregnancy outcome was not reported. The reporter provided no causality assessment for complication of device insertion and uterine perforation with essure. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: (B)(6) 2009: procedure: hysteroscopic tubal sterilization using essure, abandoned secondary to uterine perforation. Complication: uterine perforation requiring abandonment of the procedure. (B)(6) 2017 (from medical records). Total vaginal hysterectomy: operative findings: enlarged uterus, consistent with adenomyosis, tubes intact, with essure coils within should pathology find them. Surgical pathology report: diagnosis: right and left fallopian tubes with congestion. Fallopian tubes containing essure sterilization coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical record: uterine perforation. Most recent follow-up information incorporated above includes: on 14-sep-2018: plaintiff fact sheet received. Events added: depression, mental anguish, rashes. Event onset date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.